Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that around 500 bd vacutainer® serum blood collection tubes had loose caps. The following information was provided by the initial reporter: "loose tube cap. The serum tube cap was loose and fell out during use. Sometimes the sample pours out if customers take the loose cap. Customer got issue with 500 tubes of 4000 ea in same lot, they deny to continue using, so we had to change to them all 4000 ea. The issue occur during collection and transportation before centrifugation."

Event description:
It was reported that around (B)(4) bd vacutainer® serum blood collection tubes had loose caps. The following information was provided by the initial reporter: "loose tube cap. The serum tube cap was loose and fell out during use. Sometimes the sample pours out if customers take the loose cap. Customer got issue with (B)(4) tubes of (B)(4) ea in same lot, they deny to continue using, so we had to change to them all (B)(4) ea. The issue occur during collection and transportation before centrifugation."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10